Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to retract or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the needle did not retract, stating that it was painful and he could feel it if he bumped into it. The cannula was visible along with the needle. He stated that he is considered an uncontrolled diabetic (has never been steady) and his blood glucose was running normal for him at 365mg/dl, no changes to his levels noticed due to this issue. The pod was worn for between 36 and 48 hours.

Manufacturer narrative:
The returned device was evaluated and investigation found the pod in a non-retracted state with the formed needle exposed and coming out of the soft cannula. Residue was present around the top housing window where the needle exits the pod. Once the residue was removed, the needle successfully retracted back into the housing and moved to the fully deployed position. The top housing and linkage assemblies were observed to inspect for possible scoring/manufacturing defects, but no abnormalities were found. Data download returned an alarm indicating that the pump had reached the expiration time.